Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown, and therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of air in the patient line (without alarm), during the drain stage, was confirmed because the caregiver stated that the home patient (hp) woke up and realized that they had become disconnected from the patient line. The assignable cause is loose connection.

Event description:
The customer contacted baxter's service center reporting an alarm on the homechoice (hc) during drain 2 of 4 and the caregiver (cg) stated that the home patient (hp) woke up and realized that they had become disconnected from the patient line. The hp reconnected and stated there was air in the patient line. The technical service representative (tsr) assisted with ending the therapy early. The hp disconnected using aseptic technique. The cg would notify the peritoneal dialysis registered nurse (pdrn) as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.